Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during capsulorhexis, the pt vigorously moved his head causing an anterior capsule tear that extended superonasally. The lens was inserted and the tear in the anterior capsule extended around to the posterior capsule and resulted in a large gap in the posterior capsule. There was no vitreous loss but it was unclear if lens was stable. Therefore, the lens was then prolapsed into the anterior chamber, cut in half and removed. A limited anterior vitrectomy was performed and another lens of a different model was successfully implanted in the sulcus. Please reference MDR#: 1119279-2013-00262 for the intraocular lens.